Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) spoke with the lay user/patient on april 1, 2009 regarding his inaccurate high meter reading concern that was reported to lifescan customer service the month prior. The patient was concerned that his meter read higher than the doctor's meter. On an unspecified date, his onetouch ultra2 meter read "87 mg/dl" and within 10-30 minutes, his doctor's meter read "54 mg/dl". At the time of the tests, the patient was feeling dizzy. His doctor had him eat glucose tablets and he felt better. The patient indicated that during his troubleshooting with the customer service representative (csr), the csr discovered that the meter was miscoded. The patient was unaware how long his meter was miscoded. He also mentioned that at 12:20 am two days prior, he woke up feeling hot and sweaty. He does not recall if he tested on his meter at the time but did administer self-treatment with food/drink due to his symptoms. The patient feels that he developed low blood glucose symptoms because he possibly could have taken too much insulin as a result of adjusting his 70/30 humulin and regular insulin dosages based on his meter readings. He was unable to recall his meter readings and how much insulin he took before these two incidents. The patient did not receive any other forms of treatment for two days on that days. There was no evidence that the product malfunctioned since the meter was miscoded. However, this complaint is being reported because the patient allegedly took too much insulin and then became hypoglycemic as a result of obtaining inaccurate high meter readings. Replacement products were sent to the patient.